Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on "(B)(6) 2016, 8:30pm". The reporter claimed that the patient obtained an alleged inaccurate high blood glucose result of "103mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). The reporter stated that "hours" after the alleged issue began, the patient developed the symptom of sweaty and on (B)(6) 2016 at 12:30am she self-treated with food and/or drink. The reporter stated that no another device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.